Event description:
Hcp reports difficulty filling the pump with more than 2 cc of drug despite numerous attempts. A second refill kit was used and 3 cc of air was successfully removed, but the same problem occured when fill was attempted. The patient never experienced any withdrawal symtpoms. The pump was explanted and replaced. The patient required medication adjustment after surgery to treat incisional pain and is now doing fine.